Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 105 mg/dl and 368 mg/dl. Customer took 2 tablets of metformin as a result of the readings he obtained. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.